Event description:
The rptr stated that she has gotten the er1 message numerous times due to technique errors. She had, however, gotten the message few times when her blood glucose was high. She tested again after getting the er1 message and got another er1 or a result of "high", she does not recall. She did not check the confirmation dot against the color chart on the bottle. She felt dizzy and her vision has been deteriorating. She gave herself 25 units of regular insulin and began to feel better. She discussed her high blood suger with her dr and he recommended she see a diabetes specialist. She did not allege harm nor does she think that her meter could cause her injury since her mother is a nurse whom she can consult.